Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 713 mcg/day via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/disease. It was initially reported that an alarm was occurring for empty pump. The hcp had access to a clinician programmer. The logs revealed an empty pump. The patient had missed the refill. It was noted that the patient was inpatient at a hospital for a prolonged skin issue and a refill having been missed. The hcp was to fill the patient¿s pump later in the evening of (B)(6) 2018. Reported symptoms were withdrawal and autonomic dysreflexia. On (B)(6) 2018, the hcp further reported that the patient¿s skin issue was not related to the pump. Regarding actions taken to resolve the empty pump and patient¿s symptoms, it was noted that the pump was refilled on (B)(6) 2018. The issue was not resolved, but it was believed that he had additional acute medical issues complicating the situation. The patient¿s weight at the time of the event was provided. The patient¿s medical history was requested, and the hcp indicated they were able to provide this, but had provided no further information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via saol therapeutics. It was reported that the patient was not receiving lioresal, but instead was receiving gablofen.